Manufacturer narrative:
The 2.6f vascu PICC was returned for evaluation with approximately 9.8 cm of lumen attached. Visual inspection revealed a hole in the lumen just distal to the hub. Under magnification it appears that the lumen had ballooned and stretched prior to bursting. A functional test was performed by flushing both luers. When flushed through the luer with the red clamp there was no resistance or other issues. The distal end of the lumen was clamped and the luer again flushed but no leaks were noted. Flushing through the luer with the white clamp resulted in the leak noted above. The lot number was not provided, a review of the manufacturing records was not possible. The device was further reviewed by medcomp engineering. The information provided indicates an occlusion in the lumen and attempts to release the occlusion resulted in a cracking sound. It is suspected the cracking sound was the lumen bursting under pressure. The manufacturing process includes a 100% leak test performed as a last step in the process. This test would have detected any leaks, holes, or weak spots if it had existed at the time of manufacture. A definitive root cause cannot be determined but is not likely manufacture related. The instructions for use (IFU) contains the following information and warnings: occluded/partially occluded catheter - if resistance is encountered to aspirating or flushing, the lumen may be partially or completely occluded. Warning: do not flush against resistance. *if the lumen will neither aspirate nor flush, and it has been determined that the catheter is occluded with blood, follow institutional declotting procedure. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation has been initiated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During cap change proximal lumen was found to be fully occluded and would not flush. Tpa was ordered by provided. Upon instillation of tpa into proximal lumen resistance was felt and they quickly resolved as tpa went into the lumen. A cracking noise was heard when tpa went into the lumen. Tpa was immediately removed from the lumen and lumen was clamped.